Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a challenging course requiring crrt and multiple intubations. There was no readmission because the patient was never discharged post-implant transferred from university of utah to slc vamc on (B)(6) 2019. On (B)(6) 2019, they had an acute intracranial hemorrhage with bleeding into the ventricles due to a cardioembolic stroke with conversion to hemorrhagic stroke. The cva was confirmed with CT. It happened fairly suddenly and was extremely severe, described by clinician as ¿devastating and survivable head bleed¿. After discussion with the patients family, care was withdrawn on (B)(6) 2019, and patient passed away on (B)(6) 2019. The death was not device related. The device operated as expected. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events leading up to the patient¿s outcome could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists stroke, bleeding, renal dysfunction, respiratory failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the clinician described the event as ¿devastating and unsurvivable head bleed¿.